Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-05446. During a follow-up, there were episodes of noise on the right ventricular channel and the device switched to the noise reversion mode. The lead and the device were replaced with non-abbott products and the patient was stable. Further information was requested but was not available.